Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition and multiple inappropriate mode switches. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were sensing noise and mode switch. A complete lead was returned in one piece. The reported event of sensing noise was confirmed. Visual inspection of the lead found external insulation abrasion that breached the outer insulation and exposed the outer coil at the proximal region. The cause of the reported event of sensing noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.